Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device of this incident, it was determined that the interface was down, and no orders were crossing. A technical support specialist (tss) checked carefusion coordination engine (cce) and found that the cce service had stopped unexpectedly. The tss restarted the cce service, after which messages successfully drained from allscripts to cce and then to es for both admit discharge transfer (adt) and orders. The cce queue was confirmed clear, no root cause was identified, and the customer proceeded with case closure. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, an interface issue occurred. The customer reported that the pyxis interface was down. The interface was restarted; however, the issue persisted, and medication orders did not cross over to the system. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.